Manufacturer narrative:
One sample of the taperguard endotracheal tube was received for evaluation and the customer reported complaint could not be confirmed. A visual inspection was performed and it was observed all the components are assembled to blueprint specifications. An inflation/deflation test was performed. Air was applied to the cuff and no difficulties were observed at time of insertion nor extraction of air, there were no difficulties were observed in the received sample. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while in use on a patient, air could not be removed smoothly. The cuff was pre-tested prior to use. There was no patient harm.